Event description:
Customer reported that she was hospitalized due to high blood glucose, dka, and dehydration. Customer blood glucose reading at the time of hospitalization was 674 mg/dl. Customer stated that she is currently in intensive care unit and she is having chest pains caused by the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. The test ultralink meter communicates properly to pump.